Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade ii diagnosed by ultrasound, palpation and MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and missing piece of the shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) opening. Missing piece of the shell assessed as inconclusive.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5,d6b,g2,h6. Clarification to d6b: explant has not been confirmed.

Event description:
Device has been explanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side rupture and capsular contracture baker grade ii.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade ii diagnosed by ultrasound, palpation and MRI. Device remains implanted.